Event description:
On (B)(6) 2010, patient reported the down button on the infusion device was not functioning properly. Infusion device was not dropped or exposed to water. Pt boluses approx 4 times per day. Down button responds intermittently and does not remain flat after it is pressed. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue.